Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30jan2020.

Event description:
It was reported that the ventilator became inoperable when powered on. The customer also reported that the battery had just been replaced. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The unit failed to power up and alarms were sounding. The fse replaced the power switch overlay and the issue was resolved.